Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21dec2015. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the patient had a small constipated bowel movement and some burning hemorrhoidal pain followed by another bowel movement about twenty minutes later with lots of bright red non-clotted blood. The patient had another small bloody bowel movement a few hours later. The account reported that the patient also experienced feeling dizzy and achy, and experienced a slow, controlled, non-traumatic fall to the ground. The patient woke up from sleep and noticed blood on the sheets around the patient¿s anus. As he got up, the patient felt dizzy again, and the emergency department (ed). The patient¿s hemoglobin had dropped to 9 from 12 and the patient underwent colonoscopy and esophagogastroduodenoscopy (egd) and polyps were removed. No active bleed was identified, but an oozing polyp was clipped. The patient was treated with 2 units of packed red blood cells (prbcs). Hemodynamics were stable over 24 hours and the patient was discharged home on (B)(6) 2018.